Manufacturer narrative:
The reported lead high impedance issue was confirmed. Microscopic inspection of the returned lead identified all internal broken wires in the lead body. This is consistent with the observation made in the field. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The reported lead high impedance issue was confirmed. Microscopic inspection of the returned lead identified all internal broken wires in the lead body. This is consistent with the observation made in the field.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. Lead fracture was observed visually. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).